Event description:
It was reported that; patient has been suffering pain since having the surgery. It was also reported that the patient fell in (B)(6) 2012 and had rehabilitation. Patient is scheduled to see dr (B)(6) on (B)(6) 2012.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.